Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level ranged from 398- high mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.